Event description:
Boston scientific crm received information from the patient's wife that his device fell out of the patient's chest with this lead attached. A technical service consultant recommended that the patient contact his physician immediately. Our company received additional information one year later that this pacing system was explanted due to erosion.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated. The device was returned however due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.